Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the artoura ss, t exp, uhp 850cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the device investigation summary was updated as follows: the statement, "rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted," was updated to "deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with a 850cc artoura breast tissue expander on the left side, suffered breast implant deflation, post-procedure. The patient had surgery the week prior where she was placed face down on her stomach, and reportedly based on the patient's weight, they think this might have caused the deflation. The implant had a hole and the patient also noticed that it was not the same size. As a result, the patient underwent bilateral removal and then bilateral replacement on (B)(6) 2021 with the following devices: (right) 800cc mentor memorygel breast implant catalog: 3508001bc lot: 9494509 sn: (B)(4) and (left) 800cc mentor memorygel breast implant catalog: 3508001bc lot: 9410625 sn: (B)(4).